Event description:
Philips received a complaint on the patient information center ix indicating that there are here are no yellow alarms announced since the 0800 hour. The device was in clinical use on a patient at the time of the event. No adverse event was reported.

Manufacturer narrative:
A philips remote clinical support engineer (cse) spoke with the customer. The telemetry technician observed that no clinical alarm had been announced sine the 0800 hour. As of the 1900 hour, no clinical alarms have been logged or announced. The cse was able to view the alarm review on two of the patients. No yellow alarms were announced, and no strips were saved since the 0800 hour. The patient was not known to have had any alarms however the tele tech found it very unusual that three patients did not exhibit any alarms for such a long period of time. The cse reviewed the clinical audit trail and identified numerous inop alarms related battery low and change battery and battery failure. Additionally, numerous patient conflicts and conflicts resolved were seen. Patients were being monitored at that time and found to have stable ECG, exhibiting no obvious arrhythmia. The cse requested that the biomed perform simulator testing on one or more of the devices in question and to assist in rebooting if found to be necessary. The cse spoke with the tele tech the following day and arrhythmia alarms were observed to be functioning and the tele tech requested that the case be closed. The cause of this issue is unknown. The issue was not confirmed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.